Manufacturer narrative:
The pod received was found to have internal corrosion on pcb. During leak test, fluid leakage was found on the unexposed portion of the soft cannula, this was the source of fluid on pcb and caused internal corrosion. All the three batteries were found to be depleted. The pod download data showed an 0x3d hazard alarm generated, indicating that the step sensors got shorted before the wire being driven and the pod got deactivated thus stopping the insulin delivery. The fluid on the pcb was the cause for the step sensor short. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 500 mg/dl, while wearing the pod between 4 and 24 hours on the hip/buttocks area. A new pod was applied to treat the hyperglycemia.